Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller stated weld broke where left arm assembly meets step tube; permanent arm.